Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See MFR report number 3004209178-2011-80644.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The customer stated that prior to the event, she had started feeling stomach pains, chills, and dry mouth. The customer also stated that she later vomited. The customer stated that she uses an mmt-326a, lot h7737371, and (B)(4), lot 2209233. The programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and worked as expected. Nothing further was reported.